Event description:
It was reported that during a da vinci si hysterectomy procedure a piece from the 5mm needle driver instrument broke off into the patient. The broken piece was retrieved and the procedure was successfully completed. No patient complications, harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.